Manufacturer narrative:
Philips contacted customer requesting for repair details, patient and event date. The product support called customer and left detailed message advising customer to swap battery on this unit and re-test. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the display and ventilator will not turned off. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.